Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced cerebrospinal fluid leakage during an attempt to implant a permanent scs system. It is unk how the issue was addressed due to the doctor being unable to perform a blood patch. The pt was asymptomatic post-op.